Manufacturer narrative:
H6: the quality investigation is complete. D4: UDI is unknown as the catalog/lot number was not reported.

Event description:
It was reported that during service conducted at the manufacturer a broken blade was found inside the handpiece. This event did not occur during a surgical procedure; no delay or adverse consequences were reported.